Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca) procedure, a part of the filter of the filterwire detached. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located saphenous vein graft (svg). Unspecified bsc stent was successfully implanted on svg to the right coronary artery (rca). Upon completion of treatment, during retrieval of a 190 cm filterwire ez the filter got caught on the proximal edge of the stent. The part of the filter got detached from the catheter. The detached filter part could not be retrieved and it was stented on the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patients' status is listed as fine.